Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went into hospital due to diabetic ketoacidosis and high blood glucose on saturday morning with blood glucose was 680 mg/dl. The customer was in coma due to not having insulin pump supply. The insulin pump will not be returned for analysis.